Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The high blood glucose level was 400 mg/dl. The current blood glucose value was 200 mg/dl. Customer also stated that lip ring of the reservoir was broken. Customer stated that the reservoir was unable to lock into the place. The product will not return for analysis.